Manufacturer narrative:
For the one pending event, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Lot numbers continued: asku, asku, asku, asku, asku, asku, asku, 387796, 37973200, asku, asku, 37973201, asku. For 2 events, there was insufficient sample material remaining for the investigation. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setup of the assays, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined. For 3 events, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined. For 4 events, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. For 2 events, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different manufacturers can generate different results. For 2 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events, assays from different manufacturers can generate different results. This relates to the overall setup of the assays, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation is ongoing. The follow up action for 1 event was that the sample was provided for investigation. The follow up actions for 2 events was that the sample was requested for investigation but sufficient sample material could not be provided. The follow up actions for 3 events was that the sample was requested for investigation but could not be provided. There were no follow up actions for 10 events. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events. High results were generated by the elecsys tsh assay on 6 cobas 6000 e 601 modules, 3 cobas e 801 modules, 4 cobas 8000 e 602 modules, 2 cobas e 411 immunoassay analyzers and 1 cobas 6000 core unit. The events involved a total of 21 patients. The patients' ages ranged from 27 to 88 years. There were 4 males and 2 females.